Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.